Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of air water button leaking. Block h11: investigation results. The product was not returned for analysis to identify any defect with the device. Without a product returned, no product analysis could be conducted. The reported event could not be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the event description and information provided by the customer there is not enough evidence to determine whether the a/w valve fluid leak, a/w valve flow issue and suction valve suction issue was due to the physicians technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for these events. Additionally, for the event prolonged episode of care, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that orca valve was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026, for biopsy. During the procedure, the physician experienced an air/water button leak, a flow issue, and a suction problem. Despite these issues, the procedure was completed using the same device. The physician reported that the procedure was delayed as a result of these issues. There were no patient complications reported as a result of this event.